Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's up and down arrow buttons were not as responsive. Insulin pump was stopped in middle of rewind and louder to rewind. Customer stated that the insulin pump had unexplained no delivery alarms. The insulin pump had scratches on screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.